Event description:
Per the clinic, the device was explanted (date not reported) due to an infection at the implant site.

Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
Per the clinic, the patient developed chronic swelling and redness at the implant site since implantation. Subsequently the patient developed an infection at the implant site and was treated with oral antibiotics (date and duration not reported). The implanted device remains. It was reported the patient has perforated tympanic membranes. Correction: the device was not explanted as previously reported; the device remains in-situ. This report is filed january 26, 2016. The implanted device remains.